Manufacturer narrative:
(B)(4): the device was returned to the manufacturer, but the evaluation is not completed yet.no further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
Device evaluation: the report of a driveline fault alarm was confirmed based on the evaluation of the returned system controller. The information recorded in the log file retrieved from the returned system controller contained a driveline fault alarm recorded on 02/13/2015. The device was tested using the manufacturer's laboratory equipment and the driveline fault alarm was able to be reproduced. The report of multiple attempts made to exchange the system controller was also confirmed based on information contained in the log file. Driveline disconnect events were recorded in the log file. However, visual inspection of the driveline bulkhead of the system controller did not reveal any significant visual markings or contamination. In addition, several laboratory test heartmate ii lvad's were able to fully engage into the bulkhead of the returned system controller during analysis. Although specific causes for the reported events were not determined, similar incidences have been reported. Corrective and preventative actions have been initiated to investigate the issues. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a driveline fault alarm and tried multiple times to change his system controller. He also tried to switch power sources. The patient finally exchanged his system controller with his backup system controller and has not experienced the alarm since. The patient was reportedly asymptomatic during the reported events. Once the system controller was exchanged, the patient was able to stand and move around while connected to the power module without eliciting any alarms. The patient¿s driveline was inspected by the health professional and no issues were observed. It was reported that the pump was not off for long but the health professional was unsure how many attempts were made before the connection was successful. The patient had not been checked off by the hospital staff for being trained, and was alone during these events.